Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had been having bladder issues again and did not know a lot about adjusting it and increasing stimulation but that didn't seem to do anything. The night before the report the patient changed the program and only felt stimulation where the device was, and clarified they were feeling it at the actual implant site. The patient reported no falls or related traumas. The patient did not remember which program they were on before they changed programs. The patient was advised to follow up with their healthcare provider about which program to try next and the loss of therapy. No further complications were reported.